Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, post procedure, the patient experienced pelvic pain definitely related to muscle spasm in the area of the buttock. She was treated with norco, ibuprofen, toradol, and hydromorphone and the event is still resolving.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, post procedure, the patient experienced pelvic pain definitely related to muscle spasm in the area of the buttock. She was treated with norco, ibuprofen, toradol, and hydromorphone and the event is still resolving. Additional information received on july 10, 2015. On (B)(6) 2015, the patient was also treated with chiropractic care. The event of pelvic pain was resolved on (B)(6) 2015.